Event description:
The customer indicates a "do not use" indication is displayed. No patient involvement.

Manufacturer narrative:
The device has been received, but additional time is required to complete the investigation. Upon completion of the investigation, a supplemental; will be submitted.